Event description:
The valve was explanted due to thrombus, the patient also had a mechanical mitral valve (make and model unknown) that had no evidence of thrombus. Another 21ahp-105, was then implanted, it was reported the surgeon was perplexed that there would be thrombus on the aortic valve and not the mitral valve. The surgeon was unable to recall if the patient was complaint with anticoagulant therapy. Additional information has been requested.